Manufacturer narrative:
Examination of the returned device confirmed that impaction shoe is broken. An investigation was conducted by the supplier on 28-nov-2011. It determined that the failure occurred as a result of chemical embrittlement of the radel impaction shoe due to a combination of exposure to disinfection chemicals and subsequent heat treatment during decontamination in the field. The change in design was approved, routed on eco-436430, and implemented on (B)(4) 2014 to replace the material for the impaction shoe from (B)(4) in addition to removing a thermal attachment process (B)(4). Further information can be found under eco-436430. The reported device was manufactured prior to the design change. Additional corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument is worn down at the articulation face where it comes in contact with the implant, due to cement and wear.on 13may2016 upon device evaluation, the articulation surface of the impactor is damaged.